Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device observed charge circuit disabled. The clinician indicated that they did not intend to explant the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).